Event description:
During a dialysis treatment, the pt dislodged the venous needle from the access site. The machine did not alarm. Blood loss was estimated at 200cc. There was no pt injury or medical intervention.